Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the guidewire became stuck in the introducer needle could not be verified since the introducer needle was not returned for investigation. A used guidewire was received in its hoop without the blue tip straightener. Blood residue was found on the guidewire. A microscopic examination revealed that the weld tip was intact. Damage was noted at the transition between the proximal end of the coil wire and the core wire. It appears that a small portion of the adhesive fillet was peeled back. This may have been where the guidewire was pulled back against the needle bevel. A functional test showed that the guidewire could be inserted through an unused 21g needle without resistance. The outside diameter of the guidewire was within the specification limits for a 0.018¿ guidewire. Since the introducer needle was not returned for investigation, the complaint cannot be verified. A potential cause of the reported event is that the guidewire was retracted through the needle. It was reported that the guidewire got stuck in the needle and the guidewire could not be removed until both the needle and the guidewire had to be removed in order to remove the guidewire. The PICC product ifus caution that if the guidewire must be withdrawn while the needle is inserted, both the needle and wire should be removed as a unit to prevent the needle from damaging or shearing the guidewire. Nothing was noted that could have detached from the guidewire. This is most likely a use related incident. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per bard sales representative, the facility reported the PICC guide wire got stuck in the needle and in the patient. It was stated that they could not get the guide wire out of the patient or the needle; they had to pull both the needle and the wire out of the vein in-order to remove the guide wire. Once the guide wire was removed, the PICC nurse said that he saw something "fly off" of the wire. After both were removed from the patient, they reportedly still had trouble removing the wire out of the needle.